Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2017: (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Findings: anterior abdominal wall fascial defect with ventrally herniated fat at the l1 level. This contains small, non-obstructing knuckle of transverse colon. However, at the umbilical level there is a hernia containing ventrally displaced, obstructing small bowel loop. Wall thickening seen in displaced bowel loop. Cephalad to hernia is scarring at the anterior subcutaneous wall. More proximally, is small bowel distention, fluid-filled. Distal to herniation, bowel loops are decompressed. Scattered diverticula in ascending colon. Impression: umbilical hernia containing ventrally displaced obstructing small bowel loop with proximal small bowel obstruction. No evidence for ischemia or pneumatosis. No evidence for perforation. Note hernia is at the caudal aspect of prior midline incision scar. Additional anterior abdominal wall hernia containing non-obstructing knuckle of transverse colon. Right lower lobe pulmonary nodule. (B)(6) 2017: (B)(6) center. (B)(6), md. History and physical. Presents with 1 day history of abdominal distention, nausea and vomiting. Began with abdominal cramps after lunch yesterday; pain became worse throughout the day. Threw up on the way to hospital. Pain diffuse, crampy, intermittent and severe. Went to (B)(6) emergency room where a plain film was done showing dilated small bowel loops. Has CT which shows two midline hernias. The one near the umbilicus is seen to be the lead point of obstruction. She complains of mild dull pain in the mid upper abdomen where the other hernia is seen. Previous history of exploratory laparotomy for small bowel obstruction and adhesions. Current medications: duloxetine, levemir, percocet, vitamin d2, amitriptyline, aspirin, glipizide, valsartan. Medical history: diabetes, cellulitis, acute renal failure, hypertension. Surgical history: hysterectomy, cholecystectomy. Denies alcohol, substance abuse, tobacco use; former smoker. Wt. 115 kg, bmi: 44. Gastrointestinal: soft, nondistended, mild epigastric tenderness. Both hernias reducible. Impression: partial small bowel obstruction related to incisional hernia. Admit for bowel rest. Hernia currently reducible; plan for hernia repair. Implant procedure: open repair of incisional ventral hernia times two consisting of a superior 5 x 4 centimeter defect and an inferior periumbilical 3 x 3 centimeter defect chronic incarceration of the small bowel. Lysis of adhesions of omentum, small bowel and transverse colon to the anterior abdominal wall of the right hemi-abdomen and adhesiolysis of small bowel to omentum. Right myofascial release of the posterior rectus sheath to the transversus abdominis for mobilization of 3 centimeters. Left myofascial release of the posterior rectus sheath to the transversus abdominis for mobilization of 3 centimeters. Placement of mesh. Implant: gore® synecor intraperitoneal biomaterial [gkfr2025/(B)(6), 20 cm x 25 cm] implant date: (B)(6) 2017 (hospitalization (B)(6) 2017). (B)(6) 2017: (B)(6) center. (B)(6), md. Operative report. Preoperative diagnosis: small bowel obstruction, incisional ventral hernia times two. Postoperative diagnosis: small bowel obstruction, incisional ventral hernia times two. Chronic incarceration of the inferior hernia, intraabdominal adhesions. Assistant: (B)(6). Estimated blood loss: minimal. Complications: none. Operative note: ¿after obtaining informed consent the patient was taken to the operating room and she was placed under general anesthesia. She was prepped and draped in a sterile fashion in the supine position. Time-out was performed and preoperative antibiotics were verified. Her previous midline scar was excised with 15 blade scalpel and dissection was carried down through the subcutaneous scar to the fascia with electrocautery. The scar was freed from the hernia sac and the hernia sacs were freed from the surrounding subcutaneous tissue. A skin incision was made superiorly and inferiorly to allow for exposure of relatively normal virgin fascia at the midline. After freeing the hernia sacs from the surrounding subcutaneous tissue the hernia defects were measured. The superior defect measured 5 centimeters by width and 4 centimeters in length. The inferior defect measures 3 x 3 centimeters. The inferior defect did contain chronically incarcerated small bowel densely adhesed to the hernia sac, which was densely adhesed to the umbilical stalk. Both hernia sacs were opened and hernia sacs were excised. The connecting bridge between the two defects was approximately 6 centimeters and this was opened up. The fascia was then opened up superiorly and inferiorly beyond the extent of the defect. The fascial scars around the hernia neck were excised. The subcutaneous fat was cleared from the anterior abdominal fascia for a length of 1 centimeter on both sides. Kocher clamps were placed. Adhesiolysis began on the right hemi-abdomen where dense adhesions of omentum and transverse colon were seen to the anterior abdominal wall. These were taken down to allow for mobilization of the posterior rectus sheath. Additional adhesions of small bowel to small bowel and omentum were taken down with sharp dissection and electrocautery. Total time for lysis of adhesions was approximately one hour. The left hemi-abdomen was relatively unaffected by adhesions. The omentum was then mobilized off the underlying adhesions to allow for mobilization of the omentum to the midline to underlie the repair. The posterior rectus sheath was scored. A right angle clamp was placed underneath the posterior rectus sheath on the right hand side and this was opened up. Grasping the posterior rectus sheath, the sheath was freed from the overlying rectus abdominis muscle with gentle blunt dissection taking care not to injure any nerves or vasculature, mobilization commenced from a medial to lateral direction until the transversus abdominis muscle fibers were seen. After mobilizing the right posterior rectus sheath the midline still could not come together easily without tension. The posterior rectus sheath was scored on the left hand side and this was likewise mobilized for a total distance of 3 centimeters. The sheath was mobilized 3 centimeters on each side allowing for midline approximation of the posterior sheath without any tension. The posterior rectus sheath was then closed using 0 vicryl suture with the omentum lying beneath the fascial closure. The retrorectus space was irrigated with normal saline solution. Synecor mesh was used to place between the posterior rectus sheath and the rectus abdominis muscle. A size 20 x 25 mesh was used. This was secured to the anterior abdominal wall using a suture passer and 0 vicryl suture. This was secured in four corners with an additional stitch halfway along the length of the mesh on each side. The retrorectus space was once again irrigated with normal saline solution. The midline fascia was reapproximated using ethibond suture. The wound was irrigated copiously with normal saline solution. The subcutaneous space was loosely reapproximated using 2-0 vicryl suture. The skin was closed using staples. The patient tolerated the procedure well without any complications.¿ (B)(6) 2017 [assigned]: the (B)(6) center. [Signature illegible]. Operative note. Procedure: repair of chronically incarcerated incisional hernia x 2. Left myofascial release. Right myofascial release. Adhesiolysis x 1 hour. Placement of mesh. Preoperative diagnosis: small bowel obstruction. Incisional hernia. Findings: chronic incarceration, adhesions. Postoperative diagnosis: same. Specimen: none. Estimated blood loss: minimal. Drains/packs: none. Implant sticker. Gore® synecor biomaterial. Ref: (B)(4). Sn: (B)(6). 2019-10-24. (B)(6) center. Implant record. Gore® synecor® biomaterial. Serial number: (B)(6). Catalog number: gkfr2025. Manufacturer: gore. Size: 20cm x 25cm. Expiration date: 10/24/19. Implant site: abdomen. Quantity: 1. The records confirm a gore® synecor intraperitoneal biomaterial (gkfr2025/(B)(6)) was implanted during the procedure. Relevant medical information: 2017: (B)(6) center. (B)(6), aprn. Discharge summary. Status post ventral hernia repair for small bowel obstruction, chronically incarcerated. No events overnight. Pain controlled, passing flatus and stool. Gastrointestinal: soft, nondistended, normal bowel sounds. Integumentary: warm, dry, mid line abdominal incision covered with picos and binder. With flatus and bowel movement, tolerating diet with no nausea/vomiting. Encouraged ambulation and incentive spirometer. Continue abdominal binder. Diabetes: sliding scale insulin, at home medications; monitor closely for healing. Anemia: monitor hemoglobin. No signs of bleeding. Chronic wounds on lower extremities: followed at wound center and does not appear infected. Morbid obesity: bmi >40; weight loss program at discharge. Unknown: [facility ni]. [Photographs of abdomen with open wounds.] (B)(6) 2017 [assigned]:. (B)(6), md. Operative report. Preoperative diagnoses: status post ventral hernia repair with component separation. Wound infection with suspicion of necrotizing fasciitis. Super morbid obesity. Postoperative diagnosis: necrotizing fasciitis of anterior abdominal wall involving skin, subcutaneous tissue fascia and muscle. Procedure performed: excisional debridement of abdominal wall involving skin and subcutaneous tissue muscle and fascia. Surface area measuring at least 25x20x12 cm. Anesthesia: general endotracheal anesthesia. Findings: persistent necrotic tissues. Wound infection with associated necrotizing tissue tracking along the abdominal wall fascia. Necrotic skin and subcutaneous tissue and fascia. Specimens removed: cultures and necrotic fascia. Indications for procedure: this is a 54-year-old african american female who underwent a ventral hernia repair with component separation on (B)(6) 2017. The patient was seen in dr. (B)(6) office 4 days ago and was note in good condition. There was some skin necrosis at the level of the transfascial sutures but the wound was supposed to be packed daily. The patient presents to hampton emergency department where a CT scan shows subcutaneous air suggestive of necrotizing fasciitis. The patient arrived to (B)(6) emergency room in septic shock with altered mental status, tachycardia and hypotension. The patient is very confused and unable to give a good history. In the emergency department a temperature of 38° was measured. The patient became hypotensive and tachycardic, went into atrial fibrillation with rvr in the emergency room and was emergently intubated and transferred to the operating room for aggressive surgical debridement. She is about 18 hours since her last debridement and has been doing much better. She is currently hemodynamically stable. Procedure in detail: ¿after informed consent was obtained, the patient was brought to the operating room where a surgical safety checklist was performed. Preoperatively, prophylactic IV antibiotics were administered. General endotracheal anesthesia was induced. A foley catheter was inserted in the emergency room. A preoperative positive made in the patient¿s abdomen was prepped and draped in the usual sterile fashion. There was persistent necrotic tissue involving skin, subcutaneous tissue and fascia. The necrotizing infection was tracking along the retrorectus space but also involving muscle and anterior fascia. The posterior fascia was still intact and healthy and I did not pen the posterior fascia or peritoneum. A very conservative measurement of the surface involved with necrotizing infection was 25x20x12 cm. The debridement was done mainly with electrocautery and mayo scissors. The abdomen was then irrigated with 3 l sterile saline. I used about 8 kerlix rolls to pack the abdominal wall. She was transferred to ICU in a stable condition.¿ (B)(6) 2017: (B)(6) center. (B)(6), md. Operative report. Preoperative diagnosis: necrotizing fasciitis. Respiratory failure. Postoperative diagnosis: necrotizing fasciitis. Respiratory failure. Procedures: open tracheostomy, bronchoscopy, debridement of abdominal wall of skin and subcutaneous tissue and fascia measuring an area of 15 x 12 centimeters. Placement of wound vac. Estimated blood loss: minimal. Complications: none. Operative note: ¿after obtaining informed consent the patient was taken to the operating room and placed under general anesthesia. She was prepped and draped in a sterile fashion in the supine position. Time-out was performed and preoperative antibiotics were verified. An incision was made at the midline of the neck. Beneath the cricoid cartilage dissection was carried down through the subcutaneous tissue with electrocautery. The strap muscles were divided at the midline raphae. The trachea was encountered. The needle was introduced into the space between the first and second tracheal rings with return of air. The endotracheal tube was withdrawn under bronchoscopic visualization. Proximal to the insertion site of the needle and catheter, a guide wire was placed through the catheter into the tracheal lumen. The space between the first and second tracheal rings were serially dilated and a 6 shiley xlt tracheostomy was placed over the guide wire. The inner cannula was placed over the tracheostomy and the tracheostomy was connected to mechanical ventilation with good return of end tidal co2. Bronchoscopy was again performed through the tracheostomy showing that the tracheostomy was in place with the end of the tracheostomy tube 3.5 centimeters above the carina. Bilateral bronchus was suctioned of minimal secretions. The bronchoscope was withdrawn. The skin was closed using 2-0 nylon suture. Tracheostomy was secured in place. The patient was re-prepped for the abdominal portion of the procedure. Additional necrotic fat was seen of the left abdominal wall extending from the midline to the site of her previous debridement. This was debrided sharply with a 10 blade scalpel. This did extend down to the fascia with minimal involvement of the anterior fascia. An area of 15 x 12 centimeters was debrided and consistent mostly of marginally viable fat. The tissues were debrided back to bleeding tissue. A wound vac was placed with excellent seal. The patient tolerated the procedure well without any complications.¿ (B)(6) 2018: (B)(6), md. Operative report. Procedure: debridement of skin, subcutaneous tissue 25 x 25 cm. Retrorectus repair of ventral hernia. Placement of biologic mesh. Placement of wound vac. Preoperative diagnosis: necrotizing soft tissue infection. Postoperative diagnosis: same. Anesthesia: general. Estimated blood loss: minimal. Operative note: ¿the patient was taken to the operating room and placed under general anesthesia. The previous debridement site was examined and surround skin and subcutaneous tissue which did not appear viable were excised. This was over an area of 25 x 25 cm. The midline fascial incision was explored and the retrorectus space appeared to be free of any infection. Biologic mesh was placed in the retro rectus space and secured to the posterior fascia with vicryl suture. Anterior and posterior fascia was closed with vicryl suture. Wound vac was placed to the debrided wound.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® synecor intraperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® synecor intraperitoneal biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: repair of chronically incarcerated incisional hernia x 2. Left myofascial release. Right myofascial release. Adhesiolysis x 1 hour. Placement of mesh. Implant: gore® synecor intraperitoneal biomaterial [gkfr2025/(B)(6), [ni]] implant date: (B)(6) 2017 (hospitalization [ni]). (B)(6) 2017: (B)(6). [Signature illegible]. Operative note. Preoperative diagnosis: small bowel obstruction. Incisional hernia. Findings: chronic incarceration, adhesions. Postoperative diagnosis: same. Specimen: none. Estimated blood loss: minimal. Drains/packs: none. Implant sticker. Gore® synecor biomaterial. Ref: gkfr2025. Sn: (B)(6). 2019-10-24. The records confirm a gore® synecor intraperitoneal biomaterial (gkfr2025/(B)(6)) was implanted during the procedure. It should be noted that the gore® synecor intraperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® synecor intraperitoneal biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. A previous patient code was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® synecor intraperitoneal biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, adhesions and related harms, bowel obstruction, contamination, defect recurrence and related harms, dysphagia, erosion or extrusions and related harms, exposure or protrusions and related harms, fever, fistula, gerd recurrence, infection, irritation or inflammation, mesh migration, mesh shrinkage, pain, parathesis, seroma or hematoma and related harms, tissue ischemia, wound dehiscence and additional intervention including surgery. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: none provided. Implant procedure: repair of chronically incarcerated incisional hernia x2. Left myofascial release. Right myofascial release. Adhesiolysis x 1 hour. Placement of mesh. Implant: gore® synecor biomaterial (gkfr2025/(B)(4)). Implant date: (B)(6) 2017 (hospitalization dates unknown). (B)(6) 2017: (B)(6) medical center. Dr. (B)(6). Assistant: (B)(6). Preoperative and postoperative diagnosis: small bowel obstruction and incisional hernia. Estimated blood loss: minimal. Specimen: none. Findings: chronic incarceration, adhesions. (B)(6) 2017: implant sticker: gore® synecor biomaterial. Ref: gkfr2025. Sn: (B)(4). Expiration: 2019-10-24. Relevant medical information: no information. Explant preoperative complaints: no information. Explant procedure: no information. Explant date: no information. Relevant medical information: no information. It should be noted that the gore®synecor biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore®synecor biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2017 whereby a gore®synecor biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence and infection. Additional event specific information was not provided.